Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight is (B)(6). (B)(4). The customer reported the device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Medwatch report number was not provided.

Event description:
It was reported that on (B)(6) 2016, after undergoing orbital atherectomy, balloon angioplasty, and placement of a drug eluting stent in the non-heavily tortuous, heavily calcified left main and left anterior descending (lad) coronary artery, the patient presented with a free perforation with extravasation in the proximal lad. A 2.8x19 rx graftmaster was deployed with a maximum pressure of 18 atmospheres, successfully sealing the perforation without any device issues. Ten minutes after graftmaster deployment, the patient experienced hypotension, a code blue was called due to cardiac arrest, and the patient was intubated. An echocardiogram was performed and another angiogram was completed, which showed in-stent thrombosis in the graftmaster. The in-stent thrombosis was successfully treated via intracoronary antithrombotic medication and the stent was then patent. The patient expired the following day due to the cardiac arrest, after being extubated per family request. No additional information was provided. User facility medwatch report states: the patient was in the cardiac cath lab for atherectomy of left main artery an lad and during the procedure the proximal lad was perforated and a graftmaster stent was deployed. This stent provided flow, initially sealing off the perforation. About 10 minutes after stent was deployed, the patient showed low blood pressure. A code blue was called, an echocardiogram was performed and another angiogram was done which showed an in-stent thrombosis. Integrilin was used and was able to dissolve the clot and the stent was patent.

Manufacturer narrative:
(B)(4). The in-stent thrombosis was successfully treated via intracoronary antithrombotic medication, an intra-aortic balloon pump was implanted, and the stent was then noted to be patent. The patient expired the following day due to the cardiac arrest, after being extubated per family request. No additional information was provided. Concomitant products: guide wire: asahi grand slam; guiding catheter: guideliner; stent: 3.0x15mm xience alpine; 2.75x12mm xience alpine. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of hypotension, thrombosis and death are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported that the rx graftmaster was deployed with a max pressure of 18 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU)specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. In addition, it was reported that the rx graftmaster was advanced, but physical resistance was encountered. The device was removed. Additional balloon dilatation was completed and the same rx graftmaster was reinserted. It should be noted that the IFU states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. The 2.5x12 nc trek device referenced was filed under a separate medwatch manufacturer report number 2024168-2016-02360.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was noted via a duplicate event that had been filed under medwatch manufacturer report number 2024168-2016-02359: it was reported that on (B)(6) 2016, after undergoing orbital atherectomy with a non-abbott device, a 2.5x12mm nc trek balloon dilatation catheter (bdc) was advanced for pre-dilatation and ruptured at 18 atmospheres. A perforation was noted. A 3.0x15mm xience alpine stent delivery system (sds) was advanced but would not cross the lesion. Additional pre-dilatation was performed and a new 3.0x15mm xience alpine stent and a 2.75x12mm xience alpine stent were implanted in the non-heavily tortuous, heavily calcified left main and left anterior descending (lad) coronary artery. Post-dilatation and balloon tamponade were performed, but the perforation remained unsealed. A 2.8x19 rx graftmaster covered stent was advanced but could not cross the lesion and was withdrawn. Additional ballooning was performed, and the graftmaster was re-inserted with a guideliner and an asahi grand slam guide wire. The 2.8x19 rx graftmaster was deployed with a maximum pressure of 18 atmospheres, successfully sealing the perforation. Ten minutes after graftmaster deployment, the patient experienced hypotension, a code blue was called due to cardiac arrest, and the patient was intubated. An echocardiogram was performed and another angiogram was completed, which showed vessel closure due to in-stent thrombosis in the graftmaster.

Manufacturer narrative:
(B)(4). Evaluation summary revised to include newly reported ischemia. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of hypotension, thrombosis, ischemia and death are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as known patient effects of coronary stenting procedures. It was reported that the rx graftmaster was deployed with a max pressure of 18 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) clearly states not to exceed the rbp. In addition, it should be noted that the IFU states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the following additional relevant information was received: in addition to the reported coronary perforation that resulted in thrombosis, cardiogenic shock after cardiac arrest, then death, the patient death was also a result of a significant ischemic event to the anterior and anteriolateral wall. No additional information was provided.